Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was unknown if dianeal therapy was ongoing until the time of death or if the patient was performing capd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.